Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed blisters underneath the electrodes. It was reported that they were blood blisters. The patient's nurse applied dressing on the blisters. Follow-up indicated that the blisters were better.